Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was an area of instent restenosis located in a moderately tortuous and moderately calcified right coronary artery (rca). A guidezilla guide extension catheter had been used in the completion of the procedure. Upon removal of the guidezilla guide extension catheter from the patient, the collar was broken and partially separated. No patient complications were reported and the patient's status is fine.